Event description:
It was reported that the patient underwent a gynocological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with posterior and paravaginal repair due to second degree cystocele and vasovagal type episodes with bowel movements. It was reported that following insertion the patient experienced a rectal pressure, tenderness, fecal incontinence, urinary incontinence; mesh was visible extending through the vaginal mucosa and delayed healing rectal pressure due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that due to pain, erosion and rectal pressure the patient had excision of posterior mesh on (B)(6) 2008.(B)(4).